Event description:
It was reported that the patient experienced twiddler's syndrome which caused the lead to dislodge. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.